Event description:
While deploying the stent in the superficial femoral artery, it was reported that the stent jumped and was unable to be placed in the correct location. An additional stent was placed to fully cover the lesion. There was no reported patient injury. Preparation and deployment of the product were according to the instruction for use (IFU). The vessel had no calcification and no tortuosity and an unknown percentage stenosis.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. A device history records review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The IFU instructs to "initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Note: the mechanism for stent deployment is outer sheath retraction. Deployment is completed by maintaining inner shaft positioned while retracting the outer sheath and allowing the stent to expand (often referred to as the "pin-and-pull" method). The IFU also states, "ensure the stent delivery system outside the patient remains flat and straight." It is unknown if these steps were followed by the physician. If the stent was being deployed through a high grade stenotic area (i.e. An occluded segment not previously dilated) increased tension or torque could be built up in the sds and the nitinol stent could potentially "spring forward" during deployment creating the accordioned segment. To prevent this, high-grade stenosis and occlusions should be dilated prior to stent deployment. Additionally, mild retraction of the sds during deployment should be employed to overcome the natural tendency of a nitinol stent to move forward. Technical factors and deployment technique may have contributed to the reported event. This does not appear to be a case of device failure. The patient experienced no immediate complications and will not likely have a change in the intermediate or long term prognosis.